Manufacturer narrative:
PMA/510(k) # - k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the laser fibre had been placed into the working channel of the scope which was passed through an access sheath where laser lithotripsy was performed. During this time the fibre broke inside the scope approximately 5cm from the distal tip of the fiber. This was discovered when the broken section was left behind in the access sheath. The broken segment was removed and a second fibre was opened to complete the case. After the case the scope failed it's leak test indicating there was damage to the scope and it has been sent off for repair. There was no unintended part of the device left in the patient's body. No additional procedures were required. There were no adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
D11 ¿ concomitant device: hl30c, s/n: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation.

Event description:
Additional information received on 12mar2019. A delay time of approximately 20 minutes was caused due to the reported issue. No adverse effect to the patient.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. The complainant returned one opened package labeled with part number hlf-s273-h30 and lot number 8999836 for investigation. Visual examination of the device confirmed the fiber was separated into two pieces. The length of the proximal segment is 215cm and length of the distal segment 5.3cm. Total length of both returned segments is 220.3cm. There is approximately 80cm of the fiber that was not returned. The distal segment was noted to have 6.5mm of optics extending from the cleaved end. Black charring is observed on the cladding near the point of separation. The cladding appears melted and stretched to separation. No charring was noted on the proximal segment. The device history record for lot number 8999836 showed no non-conformances related to the reported failure mode. A review of complaint records for the complaint device lot 8999836 revealed one additional complaint for a similar failure. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage. ¿ always keep connector end dry and free from contaminates. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Laser fibers are tested during manufacturing processes to assure the fiber is recognized and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The complaint search revealed there is another complaint related to similar failure mode associated with lot number 899983. The related complaint is associated with same hospital (different surgeon) and event happened two days prior to this complaint. The laser fiber was returned, and the fiber breakage was confirmed. From provided information the investigation conclusion can be related to improper handling of laser fiber. The investigation conclusion is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.